Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted that the clear plastic connector on the right chest pad appeared to be slightly damaged. Visual inspection of the rest of the pads noted no obvious defects. The trim pattern was found to be within specifications however the energy connector was damaged on two of the four pads received. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: right chest pad: a total of 3.53 l/min m2 of flow rate was registered during the test left chest pad: a total of 3.29 l/min m2 of flow rate was registered during the test. Right thigh pad: not possible to test due to the energy connector that connects to the machine was found to be damaged. Left thigh pad: not possible to test due to the energy connector that connects to the machine was found to be damaged. According to the test method the flow rate on the left and right chest pad was found to be within specifications as the flow rate must be above 2.4 l/min m2. The other pads could not be tested. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed with an unknown root cause. The instructions for use state the following: ¿ once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave an air leak error and then a low flow error; as a result, therapy was interrupted and the pads were replaced with a new set of pads.